Manufacturer narrative:
A conclusive cause for the reported infection cannot be determined. It is possible the reported infection (pneumonia) is the result of patient conditions, however this cannot be conclusively determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is filed due to a single leaflet device attachment (slda) it was reported that on (B)(6) 2020, the patient presented with functional mitral regurgitation (mr). One mitraclip (cds0701ntw 91109u146) was implanted without reported issues, reducing the mr from grade 4 to 2. On (B)(6) 2020, the patient had been hospitalized for progressive shortness of breath, pneumonia, worsening mr grade 4, and worsening heart failure. During this hospitalization, a single leaflet device attachment (slda) was observed. The mitraclip had detached from the posterior leaflet but remained on the anterior leaflet.medications were provided. (B)(6) 2020, another mitraclip (cds0701xt) was successfully implanted, reducing the mr from grade 4 to trace. There was no adverse patient sequela reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a conclusive cause for the reported slda cannot be determined. The reported worsening mr, dyspnea and heart failure are likely results of the slda. It should be noted that the reported patient effects of worsening mitral regurgitation, heart failure, dyspnea, and infection (pneumonia), as listed in the mitraclip system instructions for is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is filed due to a single leaflet device attachment (slda). It was reported that on (B)(6) 2020, the patient presented with functional mitral regurgitation (mr). One mitraclip (cds0701ntw 91109u146) was implanted without reported issues, reducing the mr from grade 4 to 2. On (B)(6) 2020, the patient had been hospitalized for progressive shortness of breath, pneumonia, worsening mr grade 4, and worsening heart failure. During this hospitalization, a single leaflet device attachment (slda) was observed. The mitraclip had detached from the posterior leaflet but remained on the anterior leaflet. Medications were provided. On (B)(6) 2020, another mitraclip (cds0701xt) was successfully implanted, reducing the mr from grade 4 to trace. There was no adverse patient sequela reported. No additional information was provided regarding this issue.